Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. The stent was returned dislodged from the sds with the central struts bunched. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was within specification. A stent protector was returned for analysis. The inner diameter was measured, which is within specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there are no issues to note with the interaction between the two components providing the stent protector was removed correctly. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, it was noted that the stent came off the delivery balloon. The device never entered the patient's body and the procedure was completed with a 2.25 x 20 synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, it was noted that the stent came off the delivery balloon. The device never entered the patient's body and the procedure was completed with a 2.25 x 20 synergy stent. No patient complications were reported and the patient's status was fine.